Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The manufacturer¿s international service technician confirmed the reported faulty led indicator issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that a ventilator's led indicator was faulty. There was no patient involvement.